Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The lesion in the circumflex artery was predilated with a 3.0x12mm quantum maverick balloon. The physician then attempted to place a taxus express2 3.0x12mm drug eluting stent but was unable to cross the lesion. When the stent was removed from the patient, the stent was damaged with bent struts on the edge. The procedure was completed with a 3.0x12mm vision stent. No patient complications occurred. Patient status is satisfactory.